Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device and did not see the issue that was being reported. Unit passed final checkout performance tests and operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator experienced fluctuating map (mean airway pressure) while connected to a patient. The customer stated that the alarm would activate even when the alarm was set at 2-8cmh2o over the desired map. The customer confirmed that there was no patient harm associated with the reported event.